Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was reported that this lead exhibited noise on the pacing system analyzer (psa) prior to be connected to the generator. The sensing, impedance and thresholds were okay. The noise was persisted even after disconnecting and reconnecting therefore, the physician requested a new lead. The helix mechanism was unable to be retracted and after several turns the physician pulled it away. The head of the lead was then cut and used as a guidewire to place the new lead. The patient was pacemaker dependent and had temporary pacing during the procedure. No further complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment was returned. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies however, blood/body fluid was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment was returned. Resistance testing verified this segment of lead was electrically continuous. Due to the lead having been cut, the helix was unable to be tested. Laboratory analysis did not identify any characteristics of the returned segment that would have caused or contributed to the reported clinical observations.